Event description:
A patient reported blood glucose results of 21.5, 8.7 and 15.3mmol/l with a lifescan meter, performed within 10 minutes of each other. The meter, test strips and control solution were replaced.